Manufacturer narrative:
Qn#(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges " an airway leak was detected whilst in the operating theatre, checks revealed the shoulder of a proseal lma had partially sheared off creating the leak." It was reported that the device was replaced with a different airway. It is unclear whether the alleged event occurred during use or prior to use during functional testing. It was reported there was no patient injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges " an airway leak was detected whilst in the operating theatre, checks revealed the shoulder of a proseal lma had partially sheared off creating the leak." It was reported that the device was replaced with a different airway. It is unclear whether the alleged event occurred during use or prior to use during functional testing. It was reported there was no patient injury. Patient condition reported as "fine".